Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor for auxiliary cabinet 1, half-height drawer 4.2 was broken, and the pyxibus cable was faulty. A field service engineer (fse) confirmed that auxiliary cabinet 1, half-height drawer 4.2 was not appearing in the hardware test application. The fse replaced the broken retractor and the worn pyxibus cable to resolve the issue. The customer successfully recovered and inventoried auxiliary cabinet 1, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.